Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failure and unable to open or recover. Customer tried to troubleshoot with reboot but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 did not open or recover. A field service engineer opened back panel and found that position sensor loose from housing. The fse returned sensor back to position and customer was able to recover failed drawer and test inventory to resolve the issue. The system functioned as intended after the field service engineer repaired the device.